Manufacturer narrative:
(B)(4).

Event description:
(B)(4): information was received from the health care provider (hcp) regarding a patient receiving intrathecal baclofen 25mcg/ml. The dose and lot number were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. The patient called the clinic stating there was a problem with her pump/the baclofen in her pump. The issue had been resolved. Patient symptoms, troubleshooting performed, actions/interventions taken, and the cause of the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.